Manufacturer narrative:
Product event summary: one controller (B)(4) and two batteries (B)(4), (B)(4) were returned for evaluation. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Analysis of the alarm log file revealed three (3) critical battery alarms logged on (B)(6) 2017 due to communication errors. Additionally, log file analysis revealed a controller power up event, with associated motor start event, on (B)(6) 2017 at 21:05:46, indicating a loss of power to the controller causing a pump stop. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 23% relative state of charge (rsoc) and another battery was connected to power port two (2) with 73% rsoc. Several momentary disconnections were logged leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and another battery was connected to power port two (2). As a result, the reported power switching, critical battery alarm, and pump stop events were confirmed. The controller was able to alarm properly upon disc connection of both power sources during testing. As a result, the reported ¿no alarms went off¿ event could not be confirmed. Log file analysis did not reveal any controller fault alarms within the analyzed period. As a result, the reported controller fault alarm event was not confirmed. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a5 additional products: battery (B)(4). D10: yes, return date: 2018-02-19 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-02-19 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR date MFR. Rec: 2017-12-01. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a controller fault alarm. It was also reported that the controller emitted a critical battery alarm when two fully charged batteries were connected and the controller screen went blank and no alarm sounded when exchanging one of the batteries.

Manufacturer narrative:
(B)(4). Product event summary: two batteries ((B)(4)) were returned for evaluation. The controller was not available for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Analysis of the event files revealed a controller power up event on 29nov2017 at 21:05:46. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2); the batteries had experienced a momentary disconnection within the preceding 15 minute interval. The data point after the controller power up event revealed that the (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for eight seconds. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or due to an intermittent disconnection on one or both power sources. An internal investigation is open evaluating momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system battery / (B)(4) / model #: 1650 / expiration date: 2017-05-31 / (B)(4)/ mfg date: 2016-05-31 /(B)(4)/ heartware ventricular assist system battery /(B)(4)/ model #: 1650 / expiration date: 2018-04-30/ (B)(4)/ mfg date: 2017-04-30 /(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching resulting in a pump stop. In addition, there was a critical battery alarm noted on one of the batteries. The controller was replaced. The batteries are expected to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was controller power losses for three days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.